Manufacturer narrative:
Device not returned.

Event description:
It was reported that the wake button was delayed in responding to presses and multiple, forceful presses were necessary for display to activate. The customer applied more pressure to the wake button to address the issue. Additionally, it was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Customer's blood glucose was 123 mg/dl.